Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a hdf treatment which included a polyflux 210 h. Approximately an hour after treatment started, the patient presented with dizziness, sweating, stomach and abdominal discomfort. She was provided an unknown amount of saline, blood pressure was 170/90 mmhg and the patient had chills. The patient was administered polaramine and urbason 40 and the treatment was discontinued without blood return resulting in an estimated blood loss of 120-150 ml. Reportedly, within 30 minutes the patient recovered and the treatment was successfully restarted using a different type dialyzer.